Manufacturer narrative:
Device manufactured between may 10, 2019 to may 14, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor under infused. The expected infusion time was twelve (12) hours; however, after twelve hours only ¿half the dose¿ had infused. The fill volume was 120ml of an unspecified solution. There was no patient injury or medical intervention associated with this event. No additional information is available.